Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter broke. A fetch®2 catheter was selected for a thrombectomy procedure and the white cone of the device was cracked. The device did not enter the patient. The procedure was completed with another of the same device and there were no patient complications reported.